Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via a 14fr introducer sheath to support the 48 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. After the cp was placed to the left ventricle the team made decision not to peel away the 14fr introducer, rather it was retained in the femoral against best practices noted in the instructions for use. The patient was then transferred to the tertiary center on the support with the cp and 14fr sheath inserted. At the tertiary center the team observed signs of limb ischemia and hemolysis. The leg was stiff. The team removed the 14fr introducer, repositioned the pump, and gave blood to troubleshoot and treat the ischemia and hemolysis. The ischemia improved but did not completely resolve. The patient was also diagnosed with an ischemic bowel. Extra corporeal membrane oxygenation (ECMO) was added to support the patient on the day after cp pump placement . The cp would vent the primary support ECMO. The patient expired after the ischemic bowel was diagnosed and the care plan was changed. The cause of death was not shared. The death is being conservatively reported on the device due to the inability to conclusively dissociate the pump from the patient outcome. Prior to the death the device functioned at, p-9 with 3.2l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
This MDR is submitted to correct b2 (is required intervention). This checkbox has now been added to the report. Corrected information provided in d3 (manufacturer fax) and e1 (initial reporter phone). Additional information has been provided in h6 and h11. Peripheral arterial ischemia/pdi: the cause of the injury was not determined due to insufficient clinical details.